Event description:
Patient underwent normal diagnostic hysteroscopy. Uterus was sounded to cavity depth 4.2 cm and novasure device deployed with cavity width 2.5 cm. Device passed cavity assessment and ablation performed lasting 2 minutes. Post-ablation hysteroscopy showed 95% endometrial char and no evidence of uterine perforation. Subsequently, laparoscopy performed (previously planned on patient with complaint of pelvic pain). Elongated white area noted across uterine fundus with charred area noted on each end near bilateral cornua consistent with thermal burn through myometrium/serosa from novasure device (no perforation). Nearby colon and small bowel noted to have 3 small white areas consistent with possible thermal injury, so general surgery consult obtained and each area oversewn with silk suture. Injuries discussed with patient and family. Discharged home. Patient contacted and doing well up to 2 weeks later. Missed follow-up appointment x 2.